Event description:
The international dealer reported that unit would not power up past the power on self test (post) due to an inhalation autozero test failure. The ventilator was not in use on a patient therefore there was no patient involvement or harm. An autozeroing failure during use in normal ventilation mode may affect the accuracy of the system pressure measurement. The manufacturers service technician replaced the analog pcb board to address the reported problem. Extended self testing was completed and tests passed per operating specifications.